Manufacturer narrative:
The product was not returned. A photo was provided. The plunger is observed advanced just to the edge of the loading area. The lens is observed in the nozzle entry area. The trailing haptic may be misfolded, can't determine from the photo. The leading haptic is extended. Viscoelastic usage can't be verified from the photo. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. Based on our observation of the attached photos, lens is observed in the nozzle entry area. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, the lens was stuck. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The lens stop and plunger lock were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced to mid-nozzle and overrode the lens. The lens is at the nozzle entry area. Lead haptic extended along right side of plunger. The trailing haptic is broken at the gusset, and returned loose in the loading area. The optic edge is broken on the left side. The broken optic piece was returned in the nozzle tip of the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The returned sample exhibits further plunger advancement than shown in the provided photo. The plunger may have moved forward more in the device due to being returned loose in the carton. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger override was observed which resulted in the reported lens stuck in the delivery system. The root cause cannot be determined. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger override may occur: due to rapid advancement faster than the dfu recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).